Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) pump component replaced because the pump had migrated up high in the scrotum due to the tubing being too short. The physician replaced the pump to utilize more pump tubing and thus allowing the pump to be more dependent in the patient's scrotum. There were no patient complications.